Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture had occurred while treating in-stent restenosis. A percutaneous coronary intervention was being performed on an 82% stenosed, severely calcified and severely tortuous and eccentric lesion in the left circumflex. The lesion itself was 22mm in length and 2.75mm in diameter. The lesion was predilated with a 2.75 x 2 emerge balloon. The 30mm x 27.5mm agent drug-coated balloon was then introduced to treat the targeted area. The agent balloon was inflated, however, ruptured at twelve atmospheres after approximately eleven seconds. The balloon was retrieved from the patient and disposed thereafter. The procedure was successfully completed with a another agent balloon without further issue or patient injury.